Manufacturer narrative:
Additional information was received reporting that the surgeon's name is dr. (B)(6) (initial reporter) and the affected eye was the right eye. No further information was provided. Correction: the initial reporter is being corrected from (B)(6) (which was reported in the initial MDR) to dr. Unknown (B)(6) based on the additional information received. Therefore, it is captured in this supplemental report. The following fields have been updated accordingly: section e1: reporter name and address: title (e.g., mr., ms.): dr. Section e1: reporter name and address: first/given name: unknown. Section e1: reporter name and address: last name: (B)(6). Section e2: health professional? Yes. Section e3: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code 3191 is to capture the haptic getting caught on the a malyugin ring. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) haptic got caught on a malyugin ring and needed to be cut out. The patient had a vitrectomy and received an anterior chamber replacement lens. The patient saw the surgeon the next day and is awaiting follow up. No further information was provided.